Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred.the procedure treated the 90% restenosed, non bsc previously placed stent located in the moderately tortuous left superficial femoral artey. A 4.0x60mm sterling balloon catheter was advanced to pre-dilate the target lesion. The balloon ruptured on the 1st inflation at 6 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was < 1 mm from the distal edge of the distal markerband extending 15 mm proximally. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)